Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing leg weakness that began after her scs system implant surgery. Effective therapy was alleged to have never been established, but the patient only receives painful stimulation when scs system is on. An sjm representative met with the patient but was unable to establish effective stimulation in patient's pain areas. It was additionally reported the patient has had multiple falls. Additional information received identified the patient's scs system was explanted on (B)(6) 2014, and the patient's weakness has resolved.